Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin pump was exposed to moisture due to customer swimming with insulin pump. Customer reported that as a result, display screen went blank. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with a critical error and pump error due to a corroded electronic assembly. The motor assembly was found with corrosion. Unable to verify the power loss alarms due to the critical pump error. The pump was received with minor scratches on the lcd window and case.